Event description:
A talent stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. The aneurysm measured 43 mm in diameter. The proximal aortic neck angle measured 15.4 degrees and the supra to infrarenal angulation measured 1.2 degrees. It was reported that the talent stent graft had migrated approximately 5-10 mm resulting in a proximal type I endoleak. The physician elected to implant three endoanchors in the main body; however, the endoleak remained. The physician then implanted an endurant aortic cuff but the endoleak still remained. Three additional endoanchors were implanted in the area of the cuff, resolving the event. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.